Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor would not boot up. The battery was changed to fix the issue. The monitor booted up, but froze on the software version screen. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.